Event description:
The dr had difficulty deploying the filter. The dr started to deploy the filter. The arms came out of the delivery system, but the legs would not deploy. The dr used a recovery cone and another instrument to remove the filter from the delivery device and from the pt.